Event description:
On (B)(6) 2022, anika received a medwatch mw5109546 from the FDA. It was reported that a female patient of unknown age and demographics reported a medwatch to the FDA on (B)(6) 2022 for orthovisc. The patient reported receiving orthovisc injections in both knees over multiple years and after the most recent injection, which was administered on or about (B)(6) 2022, reported a lack of effect. The patient reported that the physician who injected the patient was not the patient's usual physician and the patient felt it was administered incorrectly. The patient reported feeling pain in the left knee that grew in intensity over two days. Swelling and disruption in sleep was also reported. The patient received a cortisone injection and took tylenol and used ice packs on the knee. The patient reported feeling negligible relief and now reports the pain is chronic and is exasperated when lying down to sleep. The patient reported that she is meeting her primary physician and will request an image. There was no report of any device malfunction. The lot number was not provided. The patient asked to remain confidential for the medwatch. Contact information was not provided in the medwatch. A communication was sent to the distributor of the device who reported that no complaint was received for this event. The distributor recorded the complaint in their complaint management system.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of additional information and or upon completion of the investigation by the manufacturing plant.

Event description:
On 31 may 2022, anika received a medwatch mw5109546 from the FDA. It was reported that a female patient of unknown age and demographics reported a medwatch to the FDA on 04 may 2022 for orthovisc. The patient reported receiving orthovisc injections in both knees over multiple years and after the most recent injection, which was administered on or about 22 apr 2022, reported a lack of effect. The patient reported that the physician who injected the patient was not the patient's usual physician and the patient felt it was administered incorrectly. The patient reported feeling pain in the left knee that grew in intensity over two days. Swelling and disruption in sleep was also reported. The patient received a cortisone injection and took tylenol and used ice packs on the knee. The patient reported feeling negligible relief and now reports the pain is chronic and is exasperated when lying down to sleep. The patient reported that she is meeting her primary physician and will request an image. There was no report of any device malfunction. The lot number was not provided. The patient asked to remain confidential for the medwatch. Contact information was not provided in the medwatch. A communication was sent to the distributor of the device who reported that no complaint was received for this event. The distributor recorded the complaint in their complaint management system.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of additional information and or upon completion of the investigation by the manufacturing plant. The reported event is not confirmed. . The FDA reported medwatch mw5109546 to anika: a female patient had received two injections of orthovisc in both knees without an issue. But when the patient received the third injection in her left knee she felt nothing at all. The patient stated the physician that administered the injection was not her regular physician. Patient stated feeling pain after the appointment that lasted 2 days and swelling occurred. She took tylenol and used ice packs. The distributor was notified of the case and created a complaint to capture the event. Additional information was not available since the reporter on the medwatch asked to be anonymous and there was no contact information provided. A review of the lots batch record was not performed as the lot number was not provided. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of additional and relevant information.